Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump passed displacement test and self test. Pump received with cracked battery tube thread and moisture damage on electronics assembly noted.

Event description:
It was reported that their insulin pump was damaged. The customer¿s blood glucose level was 9 mmol/l. The customer also stated that crack on battery compartment. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.